Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery life was too short. The length of implant was not provided, neither were parameters of the device to calculate longevity. The patient had the device replaced. There were no patient injuries.